Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 80-93mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 58 mg/dl and 62 mg/dl. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history: (B)(6). The customer says she just started to use the meter and test strips. She had not had any changes in her diet. Customer is gestational diabetes and does not take any medication. She takes her blood tests fasting and she started to use this meter which was (B)(6) 2016. The customer tests in the morning.